Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a combination of a foreign body reaction and/or a patient-specific biological response, inadequate care during the healing process, and other biological factors, such as compromised blood supply to the bone, infection, or underlying health conditions, that may impede proper healing. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-nov-2025 it was reported by the arthrex clinical research team via email that while reviewing a clinical study, on (B)(6) 2019 a patient presented with new onset of right knee pain, almost 1 year out from right knee medial unicompartmental arthroplasty utilizing the ibalance uka. The intermittent pain was mainly lateral and symptoms appeared to be consistent with possible internal derangement. X-rays showed the implant appears in a good position without any complications or signs of loosening. Articular osteophytes in the lateral compartment and lateral facet of his patellofemoral joint were present, however joint spaces were well maintained. The patient was sent for infectious labs to be cautious, although there was low suspicion for infection. An MRI was recommended to evaluate for possible lateral meniscus tear. The patient was asked to consider medrol dosepak and physical therapy depending on the results of the MRI and the labs. On 27-feb-2020 the patient underwent a revision for loose bodies polyethylene wear.